Event description:
It was reported that a volume discrepancy was noted at a refill. The expected volume was 0 ml and the actual volume was 4.2 ml. It was also reported the patient had missed their refill by four days. The patient reportedly did not hear any alarms. The office staff had indicated that at previous refills they had a volume discrepancy of approximately 3ml. Patient symptoms included pain, specifically back pain and underdose symptoms specifically increased pain and nausea. The patient was scheduled for a refill on (B)(6) 2013 and a possible catheter dye study. The device system was used to deliver infumorph. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8731, lot# b005477n04, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, lot# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4) is no longer applicable to this event.

Event description:
Additional information received reported no dye study had been completed. The patient reportedly was not actually scheduled for a refill until (B)(6) 2013. It was later reported that the patient was admitted to the hospital for hyponatremia. The health care provider (hcp) wanted the pump decreased from 13.5mg to 10mg since the patient was scheduled for a refill reportedly on (B)(6) 2013. The patient then asked if there was any way they could wait a day because she was in a great deal of pain. The hcp then ordered for the pump to be decreased the following day if the hcp was unable to get to the hospital and fill the pump. It was then reported a device manufacturer had been called to decrease the patient's pump from 14.5mg/day to 12.5mg/day per the hcp on (B)(6) 2013. The patient had been transferred on (B)(6) 2013 to the medical intensive care unit and was placed on a narcan drip. The drip was discontinued the following day. The patient had been reportedly drowsy and confused so the attending hcp had asked for the pump to be decreased. No further update was available. It was later reported the device system had delivered morphine and bupivacaine and that the cause of the event was unknown to the managing hcp. No motor stalls had been recorded. The patient received an inpatient refill by the attending hcp on (B)(6) 2013. It was reported thepatient had required hospitalization due to the event. The patient was released from the hospital, the date was unknown to the managing hcp, and had recovered without sequelae.